Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after announcing a usual dinner, with review indicating infrequent meal announcements leading up to the event and a meal announcement made when glucose was already low. Symptoms included hypoglycemia without loss of consciousness or other systemic effects. Outcomes included self-treatment with oral glucose and return of glucose to 137 mg/dl without medical intervention or hospitalization. Investigation included review of device-uploaded data and user interview. Investigation of this case revealed user-related factors, specifically missed or infrequent meal announcements contributing to inadequate insulin dosing relative to food intake. It was concluded that the device functioned as designed and that user factors related to meal announcement behavior contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.